Event description:
It was reported by the customer that they had high blood glucose level of 598 mg/dl during a set change and stated the reservoir does not hold enough insulin. Blood glucose level was 379 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.